Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat lesion in the mildly calcified, concentric left anterior descending artery. Reportedly, the 2.5 x 15mm rx trek balloon catheter ruptured during inflation at 10 atmospheres. Resistance was felt during advancement due to patient anatomy. A non-abbott balloon catheter was used and a non-abbott stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.